Event description:
<P>it was reported that a pump declared alarm 20 during the loading process. There was no adverse impact on the customer¿s blood glucose level. The customer, assisted by cts, successfully loaded a new cartridge using proper techniques and was able to resume insulin therapy. Additionally, the customer resolved the alarm by tapping on the cartridge.</p>.